Event description:
The customer reported that the canopy was zipped up with a patient in it. They noticed that the pt was sitting on the side of the bed with their leg sticking out of the window where the zipper had separated. The pt did not fall and there was no injury that occurred.

Manufacturer narrative:
(B) (4). Zipper separated. Evaluation: results: evaluation of the returned product shows that the window side a zipper does not lock. (B) (4).